Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the liquid quality control would not pass and it was not dispensing the same amount in each channel (5 and 6). The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B.5.medtronic received additional information that medtronic service arrived at the site and tried to contact customer with no response. Found the lab and was informed that the issue was fixed and returned it to the operating room. No further action required.medtronic received additional information that the customer tested the unit and could not find any issues with it. Service closed the case based on the customer¿s findings. No further action required medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.